Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR reports: 1627487-2021-12732, 1627487-2021-12733 and 1627487-2021-12735. It was reported the patient had the drg system removed due to inadequate pain relief.